Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. A call was place to technical service on (B)(6) 2016 due to impedance over 1100 ohms since approximately 6 weeks post implant. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).